Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: investigation revealed a damaged battery cap; the cap threads were stripped and unable to secure. The cap removal slot was damaged and worn making it difficult to remove the cap. The battery cap contact height measurements were out of specification.

Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component) issue. It was noted that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.